Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a rear case assembly with power assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged rear case. To correct the condition, the rear case was replaced. If any additional information is received, a follow-up MDR will be sent.